Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 245 (mg/dl) and high ketones. Customer administered a correction bolus to treat bg level. System check with tandem technical support indicated pump was performing as intended. Recommendation was made to consult with health care provider to discuss diabetes management.

Manufacturer narrative:
Functional testing could not be performed as the device was unable to recognize pc.